Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer's blood glucose was over 400 mg/dl and 466 mg/dl, current blood glucose is 242 mg/dl. The customer declined troubleshooting on insulin pump high blood glucose. Customer asked for a calibration and now it wad not allowed calibration and also stated screen looked different. The insulin pump will not be returned for analysis.